Event description:
Same event as report: 3005188751-2012-00118. It was reported the pt developed cardiac tamponade during an atrial flutter ablation procedure. A response diagnostic catheter was placed into the coronary sinus, and the ensite array catheter was advanced and deployed in the right atrium with the assistance of fluoroscopy. A boston scientific blazer ablation was then used to map the right atrium and tricuspid valve. Following mapping the physician observed a change in the cardiac shadow and a drop in the pt's blood pressure. An echocardiogram confirmed cardiac tamponade. The procedure was stopped and pericardiocentesis was performed to drain the tamponade. The pt was stabilized after pericardiocentesis. Add'l info was requested but was unavailable.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. The root cause classification of the cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.